Event description:
Mr. (B)(6) received his diabetic testing supplies from (B)(6). In his order was a qwik-let lite lancing device. He states the cocking mechanism is broken. Mr. (B)(6) initially stated that he would return the lite lancing device but stat medical devices never received the returned device for inspection and was unable to confirm the complaint.

Manufacturer narrative:
No conclusion may be made regarding this malfunction as the device involved in the complaint was not returned.